Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: the information included in these fields was inadvertently omitted from the initial medwatch report. Date received by manufacturer for the initial was november 14, 2023 and not november 23, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the failure was caused by a defective charged coupled device-unit (ccd). The following are probable causes to the defective charged coupled device unit: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "ccd-holder to bumper sleeve". ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event, image color changes to purple, occurred during preparation for use. There were no reports of patient harm.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had the image discolored. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the image was purple. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the charged coupled device was broken making the image purple. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.